Manufacturer narrative:
(B)(4): in response to medtronic¿s request for device return, no device was received for evaluation. Method: no testing methods performed. (B)(4).

Event description:
It was reported that an igs m4 microdebrider was ¿hot at the motor gear area during usage¿ preoperatively. The device heated up ¿within 1 minute¿ and at some point became ¿unpleasant for me to hold the hand piece without using any gloves because of the heat¿. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.